Manufacturer narrative:
Other text: b5: additional information received via email on 20-sep-2021 and attached to complaint: event occurred during bench testing. No patient involvement was reported. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing and minor scratches on lcd lens screen. The customer stated problem was not duplicated. No problem found with the device, no repair needed. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached alarm. No adverse effects were reported.